Manufacturer narrative:
Patient information is not provided. Additional device product code: hrs. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter phone number is unknown. A device history record (DHR) review was performed for part # 412.814s, lot # l346070: manufacturing location: (B)(4), manufacturing date: 20.mar.2017, expiry date: 01.mar.2027: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for the distal radius fracture on (B)(6) 2017, the head of the locking screw broke off while inserting in the radius diaphysis. The screw in question had not been inserted in a proper direction. The broken screw was replaced with a new one to complete the procedure. There is possibility that a broken piece is left in the patient. No other medical intervention was required. Patient status is reported as okay. Procedure was completed successfully. The surgery was extended for ten (10) minutes. This report is for one (1) 2.4 mm ti locking screw self-tapping with stardrive recess 14 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned locking screw shows that the screw head is indeed broken off. The anodized color on the screw is partly abraded and the stardrive at the screw head shows signs of usage. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The measurable dimensions are well documented and all within the valid specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. We assume that the mechanical force that resulted from ¿not inserted in a proper direction¿ (as mentioned in the complaint description) has caused to the breakage of the screw. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.